Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verified evidence of power on resets. There were no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. No damage was found to the battery cap or battery compartment. The complaint was verified in the history but could not be duplicated.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that last night the pump started to reboot and continued to do so this morning. The reporter confirmed that the pump goes to the verify screen and works for a while and then reboots. The reporter confirmed that the battery cap was last changed four to six months ago. The patient confirmed that there was no damage to the battery compartment or the cap and the cap is fully tightened on the pump. This report is made based on the allegation of the power issue.